Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was "jumping between different screens.¿ the customer's blood glucose was 192 mg/dl. At the time of the report with tandem technical support the touch screen functioned as intended; therefore customer continued to use the pump for insulin therapy.